Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a crack along the bottom of the pump by the act and esc buttons, as well as near the reservoir compartment. Customer's blood glucose reading was 235 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked end cap and cracked case at display window corner.